Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had air bubbles in the reservoir which are in bigger than champagne bubbles. Customer also states that they had high blood glucose of 340 mg/dl and 280 mg/dl. Customer declined to troubleshoot for high blood glucose and does not have plunger available. Product will not be return for analysis.